Event description:
It was reported that the customer received a power source alert while using a non tandem-provided wall charging adapter and tandem charging cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and tandem charging cable. There was no reported adverse impact to the customer.